Event description:
It was reported that at the end of the implant procedure, the device was unable to sense the atrial signal. When the av delay test was stopped, the atrial signal was recovered. A few weeks later, inappropriate auto-mode switch episodes due to noise were observed. Programming changes were made. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.